Manufacturer narrative:
The component codes fiber and cap refer to the results thermal problem. Fiber analysis: the fiber glass cap was found to have devitrification and a radial fracture at the output window and the fiber was found to be fractured at the fiber/cap fusion zone; loose glass shards were observed inside the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. The identified issues may activate the laser systems fiberlife function which would modulate the power showing a pulsing beam and diminished tissue vaporization efficiency or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, after 10 minutes of lasering the doctor reported there was flashing coming from laser. There was significantly diminished tissue vaporization efficiency was observed at 39,601 joules of use. The procedure was completed using a second fiber. There was no "harm to patient, outcome okay."